Event description:
Reporter indicated that following an interrogation, the dell handheld screen became frozen. Troubleshooting of the 7.1 software did not resolve the issue indicating a possible software malfunction. Dell handheld computer and 7.1 flashcard were returned for product analysis.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.